Event description:
It is reported the pt was revised due to pain. It is further reported the pt had a possible pseudotumor.

Manufacturer narrative:
This report will be amended when our investigation is complete.